Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibia, catalog # 42532007102, lot # 63315961. Persona articular surface fixed bearing posterior stabilized (ps), catalog # 42522400713, lot # 63029895. Persona all poly patella, catalog # 42540200035, lot # 63326893. 3.5mm hex head screw x38mm, catalog # 20800000018, lot # unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on 0001822565-2019-04974. Multiple MDR reports were filled for this event: 3007963827-2020-00038, 0001822565-2019-04976, 0001822565-2019-05072. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain in knee and had limited range of motion. No revision procedure has been reported to date. However, the patient has been doing additional physical therapy. Attempt for further information has been made, but no further information has been provided